Manufacturer narrative:
Lot number - unknown. Expiration date - unknown due to lot number being unknown. UDI - not applicable. Expiration date - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Reporter phone number - unknown. Reporter occupation - doctor. Device manufacture date - unknown due to lot number being unknown. The actual device was not returned for evaluation. Based on the results of our investigation, the exact root cause of the complaint could not be identified. The condition of the actual sample was not confirmed since it was not returned for evaluation. Lot history file and retention samples were unable to confirm since lot number of this complaint is unknown. As informed through the complaint details, the cannula punctured the protector upon recapping which evidently indicates that the defect happens during usage. Our cannula as supplied raw material complies with iso 9626, particularly on stiffness and breakage. Moreover, our product standard has an allowable tilting of needle of not more than 2° and we have in-process visual inspection conducted every start of the lot and every 2 hours until end of production wherein condition of assembled needle is being checked. In addition, we have indicated a reminder (instruction for use of needle) in the unit box, including proper way of recapping. Furthermore, qc conducts outgoing inspection wherein part of check items is bent cannula and protector puncture. (B)(4).

Event description:
The user facility reported that a needle stick occurred. Upon recapped, the cannula was bent and penetrated a protector, and needle stick occurred. This reported product was used during local anesthesia in a catheter treatment. The doctor said he intended to recap straight, however the needle was easily bent. There was no health hazard reported.